Event description:
It was reported that customer's insulin pump alarmed button error. The buttons are sometimes unresponsive and are hard to press. Customer's blood glucose was 101 mg/dl. The buttons were not pressed for three minutes or longer. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
The insulin pump had moisture damage on keypad traces. No button error alarm or unresponsive keypads noted. All buttons functioned properly. The insulin pump had a cracked battery tube threads, cracked reservoir tube lip, minor scratches on lcd window, cracked case at display window corner and scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.